Event description:
Account states the inspiratory limb was used in a CPAP treatment, and connected to co's single limb pigtail. Instantaneously as the mr730 was turned on, the wire just above the blue connector at the pigtail flashed and the wire melted the circuit in several places.